Event description:
It was reported that stent damage was noted. An extra device was received at the complaint investigation site with the complaint devices from MDR ID# 2134265-2014-04590 and 2134265-2014-04589. The extra device received is a 2.75x24mm promus element stent delivery system (sds) and damage was noted on the proximal end of the stent.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was returned for analysis. A visual examination of the crimped stent found that several stent rows at its proximal end were bunched up distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The tip of the device was slightly flared. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).